Manufacturer narrative:
Correction: disregard file (upon further review of this file, revised file from reportable malfunction to not-reportable as there is no allegation that the device failed to alarm for battery discharge or that it was in use on a patient at the time of the event)

Event description:
It was reported that the device batteries do not hold a charge, even after being plugged in for 4-5-hour cardiac surgery cases. The customer stated no further information is available regarding the events.

Event description:
It was reported that the device batteries do not hold a charge, even after being plugged in for 4-5-hour cardiac surgery cases. The customer stated no further information is available regarding the events.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device batteries do not hold a charge, even after being plugged in for 4-5-hour cardiac surgery cases. The customer stated no further information is available regarding the events.